Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 09-feb-2022. Expiration date: 01-jan-2032. Part number: 03.404.026s, 15.0mm reamer head for ria 2-sterile. Lot number: 607p999 (sterile). Lot quantity: (B)(4) component part(s) reviewed: part number: 03.404m026, ria 2 reamer head 15.0mm lot number: 358p768 lot quantity: (B)(4) this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during surgery on (B)(6) 2023, the ria bone collection system was assembled with its respective 15.0 cutter. It was assembled on the engine, and proven that the system was rotating properly. The reaming of the femoral canal was done, and when the last reaming was going to start, the system clogged. Therefore, the doctor activated the motor and exerted force on the system to unlock it, but when removing it, realized that the cutter detached from the hose system. X-rays were taken, and the drill was removed by the olive guide. Two of the legs of the drill were found, but the other two were not. The surgeon checked and decided to close. This report involves one 15.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).